Event description:
Customer reporting a false negative sars result. Customer states they were positive by doctor's office test and prescribed paxlovid. Customer states they took the qv otc test the same day as the doctors office and received a negative result.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.